Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted due to unknown reasons. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes information was corrected from the following fields: h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.